Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: d4, h3, h4. The device was returned to olympus for evaluation and event was confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the malfunction likely occurred due to failure of the power supply unit. However; a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source exhibited no power (power does not turn on). It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.